Event description:
The ge oec 9900 fluoroscopy system displaced filament regulator failure and battery charger failure error codes prior to a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective battery charger pcb that was removed and replaced. Additionally, the battery pack was also replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.